Event description:
Medtronic strata ii valve found to be defective prior to implantation.the physician initially had excellent distal flow, but when he attempted to tap the strata valve, it would no longer pump and in fact no longer had good distal flow. The physician tapped the rickham reservoir with a 23-gauge butterfly and there was excellent flow of csf suggesting that the problem was a defect of shunt valve. For this reason, he removed theshunt valve and distal catheter, and replaced it with a second separate system with another strata valve set at 1.0.